Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal (etep) ventral hernia with etep unilateral inguinal hernia surgical procedure, the clinical sales representative (csr) received a call about a fourth needle driver where the cable snapped during use. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the mega suture cut needle drive instrument had a cable that broke when passing a suture. There were no fragments reported to have fallen and the procedure was completed as planned without any injury or harm to the patient.